Event description:
It was reported that the patient noted flows of 11 and 12 liters per minute (lpm) and powers of 9 and 10 watts (w). The patient denied dark urine however their lactate dehydrogenase (ldh) while in the emergency room (ER) was 975 units per liter (u/l). Upon interrogation, the patient's powers were in the 6 range and flows were between 5.8 and 6.2. Log files contained an increase of power and flows above 10 lpm. Follow up log files revealed continued elevated power and flow. Hemolysis was not confirmed. Computed tomography (CT) scans were taken and have been negative. Patient was admitted and monitored. IV (intravenous) bivalirudin was given. A heartmate ii to heartmate ii pump exchange was performed on (B)(6) 2022 due to concern for thrombosis.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of the heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6), confirmed thrombus in the outlet stator and driveline wire damage. Power elevations were confirmed through the evaluation of the log files, however, a specific cause as well as a direct correlation between the reported events and heartmate ii lvas, serial number (B)(6) could not be conclusively determined through this evaluation. Evaluation of the submitted log files confirmed the reported elevations in both pump power and flow, with elevations as high as 10.3 watts, and 11.7 liters per minute (lpm). The pump, (B)(6), was returned assembled with the driveline severed approximately 11 inches from the pump header. Approximately 26.5 inches of the distal portion of the driveline was returned with the pump. The distal portion of the driveline was returned with rescue tape applied from 4-6.5 inches from the controller connector. A superficial cut through the outer jacket was found underneath the rescue tape at approximately 5 inches from the controller connector. The sealed inflow conduit (the inlet tube, inflow conduit flex section, and inlet elbow), apical sewing ring, and the sealed outflow graft, outflow graft bend relief and bend relief collar were not returned with the device. Only the outlet elbow was returned attached to the outlet port. Upon disassembly of the (B)(6), visual inspection of the blood contacting surfaces within the pump revealed a small, non-laminated thrombus situated adjacent to the outlet bearing ball. The lack of laminated layering suggests that the deposition did not form in the outlet stator. Although its origin and duration of time for which the deposition was present in the pump cannot be conclusively determined, the deposition lacked denaturation and the lack of circumferential contact marks on the outlet bearing cup suggest that the deposition was not present in the outlet stator for an extended amount of time while the pump was in operation. The pump was cleaned, and the bearings, rotor and blood contacting surfaces were examined under a microscope; no anomalies were observed that would have contributed to a functional issue. Electrical continuity testing of the returned portions of the driveline was conducted, and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield electrical shorts were induced during this test, despite manipulation of the driveline. Upon removal of the metal braided shield, microscopic and visual inspection of the wires revealed insulation breaches in the pump end of the driveline at approximately 8 inches from the pump in the orange and brown wires. Microscopic and visual inspection of the wires of the distal end of the driveline did not reveal any insulation breaches. The driveline was then submerged in a saline bath for high potential testing to verify the integrity of each wire¿s insulation. The test revealed a breach at approximately 5.5 inches in the brown wire, and at approximately 8.5 inches in the red wire of the pump end of the driveline. The distal end of the driveline did not reveal any breaches. All other wires did not reveal any areas of current leakage in the insulation. If the exposed conductors of the orange, brown, and red wires contacted the braided shield while the system was operating on a tethered power source such as the power module or mobile power unit (mpu), the resulting short to ground could have resulted in low speed and pump stop events. These events could have also occurred if the exposed conductors of these wires contacted the braided shield simultaneously or if the exposed conductors from two wires of different phases contacted each other while the patient was connected to battery power. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU), rev. C and the heartmate ii patient handbook, rev. C are currently available. Section 1 of the IFU, ¿introduction¿, lists hemolysis and device thrombosis as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Section 1 and section 6 of the IFU, ¿patient care and management¿, outline indications of pump thrombosis and how to respond to such events. Section 6, under ¿anticoagulation¿, provides information regarding the recommended anticoagulation therapy and inr range, as well as suggested anticoagulation modifications. Pump speed, power, flow, and pi are addressed in section 1, ¿introduction¿, of this IFU. This section explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This document also describes how pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Sections 6 and 8 of the hmii IFU, as well as sections 4 and 6 of the hmii patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. Furthermore, section 7 of the hmii IFU and section 5 of the hmii patient handbook address all hazard and advisory alarms, as well as how to respond to each alarm condition. The patient handbook also contains a section on handling emergencies and further instructs the user to call their hospital contact if the patient thinks that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.